Event description:
Patient reported right side exchange from textured to smooth due to concern with the product. Patient representative reported ¿painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl¿, ¿seromas¿, ¿physical pain¿, ¿breast pain¿, ¿hot and cold sensations¿, ¿rashes or itching¿, and ¿suffered aggravation of underlying conditions including emotional distress, ptsd, and anxiety, as well as loss of quality of life, panic disorder and depression¿. The reported event of ¿stiffness¿ is not device related. The device has been explanted and replaced.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: exchange from textured to smooth due to concern with the product.